Event description:
A baxter field service engineer reported a colleague pump alarmed with a failure. Upon removing the tubing from the pump, the hospital rep found that the tubing was not clamped and the pt was infused with heparin (over delivery). According to the hospital rep, the pt's thromboplastin time became elevated (150 ptt). The hospital rep declined to give further info. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available.